Manufacturer narrative:
An event of pacemaker implant after the navitor vale was implanted was reported. Information from the field indicated that it was thought that the pacemaker implant was due to an abnormal heart rhythm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible contributing factors to arrhythmia after a navitor valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that it was unknown if the patient had pre-existing conduction disturbances, that the valve was implanted at an appropriate depth of 3-4mm, and that there was "slight but not a ton" of calcification extending beneath aortic annular plane in the interventricular septum. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 july 2023, a 27mm navitor valve was chosen for implant with a large navitor loading system and a large flexnav delivery system. During procedure, it was noted there was slight calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted. The final implant depth of the valve was 3-4mm along the non-coronary cusp. It was reported post-procedurally, the patient required a pacemaker implant due to abnormal heart rhythm. The patient status was reported as stable.